Event description:
It was reported that the syringe pump under infused calcium gluconate (100 mg / ml). The infusion was set to infuse at a rate of 1.49ml/hour over 2 hours with a total volume to be infused of 3ml. However, after infusion was expected to be completed 0.8ml was remained to be infused. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the syringe pump under infused calcium gluconate (100 mg / ml). The infusion was set to infuse at a rate of 1.49ml/hour over 2 hours with a total volume to be infused of 3ml. However, after infusion was expected to be completed 0.8ml was remained to be infused. There was patient involvement and no harm.

Manufacturer narrative:
Omit : b17 device not returned, c20 no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .? Device eval by manufacturer? Reason code for no evaluation if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Added pi to the unique device identifier (UDI)# field. Investigation summary: the customer¿s reported event of an under infusion was not confirmed nor replicated in this investigation. A review of the pcu event log showed that on (B)(6) 2022 at 5:27am, the syringe module detected a monoject 3ml syringe and was programmed to infuse calcium glucose (weight-based) at a rate of 1.49ml with the vtbi (volume to be infused) set for 1.49ml. The recorded syringe volume at this time was recorded as 1.4939ml. This infusion was paused, and was not started. At 5:33am, the syringe module detected a 10ml bd syringe, and the device was reprogrammed to infuse at a rate of 3ml/hr with the vtbi set for 1.5ml. The recorded syringe volume at this time was 4.008ml. The infusion was started at 5:35am, with the pvi (primary volume infused) recorded as 0ml. At 6:05am, the infusion was completed; the pvi at the time of completion was recorded as 1.5ml. At 6:18am, the previous parameters were restored, however, the vtbi was changed to 3ml. The recorded syringe volume at this time was 10.4011ml. The infusion was started at 6:19am, with the recorded pvi at this point as 1.5ml. At 7:19am, the infusion completed. The unit was selected and the vtbi was changed to 1ml. The recorded syringe volume at this time was recorded as 7.4011ml. The infusion was started at 7:22am, with the recorded pvi at this point as 4.5ml. The infusion completed at 7:42am; the pvi at the time of completion was recorded as 5.5ml. The unit was channeled off at 7:47am. No errors or malfunctions were observed on the date of the reported event. Prior to the start of an infusion, ensure that the syringe type is chosen correctly on the screen. Selecting an incorrect syringe manufacturer and size may cause an underinfusion or overinfusion to the patient. Thick labeling or adding a component to the syringe that is larger than the diameter of the syringe may prevent the device from correctly recognizing the installed syringe. Selecting an incorrect syringe may cause an underinfusion or overinfusion to the patient. Laboratory testing of the device¿s capability to detect the loaded syringe type showed it to be functioning as intended. Laboratory testing of the device found it to be delivering fluids within specification. The device was being used for treatment purposes. Root cause: the root cause of the reported under infusion was unable to be determined; the syringe module was observed to be functioning as intended. Note that this report lists imdrf annex a040601, a0509, a1801, g04037, g04061, g04070, g02017, c17, c0703, c23, d11, d15, d07 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the syringe pump under infused calcium gluconate (100 mg / ml). The infusion was set to infuse at a rate of 1.49ml/hour over 2 hours with a total volume to be infused of 3ml. However, after infusion was expected to be completed 0.8ml was remained to be infused. There was patient involvement and no harm.